Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an ER-1 message on the display of his adc blood glucose meter. Customer further reported that on (B)(6) 2017 he was trying to perform a blood test but received the error message instead so a family member took him to the hospital. At the hospital, a reading of 561 mg/dl was received on a hospital device. Customer was treated with an unspecified amount of humalog insulin and an unspecified ¿IV drip¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter and freestyle strips were reviewed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving an ER-1 message on the display of his adc blood glucose meter. Customer further reported that on (B)(6) 2017 he was trying to perform a blood test but received the error message instead so a family member took him to the hospital. At the hospital, a reading of 561 mg/dl was received on a hospital device. Customer was treated with an unspecified amount of humalog insulin and an unspecified ¿IV drip¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.